Manufacturer narrative:
This report wil be amended when our investigation is complete.

Event description:
It is reported that prior to implantation, the surgeon noticed a spot on the stem of the tibial component. The surgeon decided it wouldn't have an impact on the pt and proceeded to implant the device.